Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: customer contacted us when first found the shortcomings at the prep for or and inventoried all. Found 9 eaches from two different lot. She didn´t have information about the remaining, or the box. 9 eaches was collected for photo to explain the situation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ six products were received for evaluation; however, only three products were reported to be involved for (B)(4). Please clarify the number of products involved for (B)(4). (Lot uab0431). Investigation summary: the product was returned to ethicon for evaluation. One pouch was received for analysis. Product code 411961. Upon initial inspection of the returned sample, it was observed that the pouch was received opened, and empty. The seal area was inspected and evidence of being properly sealed was found. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As the device is a mesh no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When preparing for or and picking product the nurse find the surgicelfoil not sealed and empty. No product envelope och surgicel fibrillar. Did the event occur during sterile processing? --> no, did the event occur during field inspection? --> no, did the event occur during internal service activities such as calibration? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, ip-02130000 device property of -->none, device in possession of -->none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.